Manufacturer narrative:
(B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 9496 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 9496 was an affected lot of the 2018 linx recall. Additional information was requested, and the following was obtained: do you have the product code of the linx device? Lxmc15 do you have the lot number of the linx device? Lot number 9496 s# 14346. You mentioned in the description ¿back on his "ppi's". Is this ppi over the counter? Is this ppi dr. Prescribed? Patient mentioned that he has been on the ppi's ever since the implant. Patient is taking nexium 20mg. Implanted (B)(6) 2016. Throat clearing, reflux and dysphagia. Patient has had a scope and a bravo capsule as well as 2 barium swallows in 2016. Patient mentioned that he has been on the ppi's ever since the implant. Patient is taking nexium 20mg." We need to know: is the 20mg nexium over the counter? Is the 20mg nexium prescription? Patient confirmed that nexium 20 mgs was with prescription. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Is any device explant planning? If yes, do you have the schedule day for explant? Did they have an autoimmune disease? Were they taking medication prior to implant ?

Event description:
It was reported that the patient has been having problems with throat clearing and sinus issues since his linx implant over two and a half years ago. His heat burn problem has also come back and he is back on his "ppi's". Patient has had CT scans on his sinuses. Patient went back to the surgeon who implanted the device, and the doctor made no mention that the device he implanted was on a recall list. His doctor talked about doing a bravo capsule test and also a pneumatic test. Patient says sometimes it feels like he is having trouble with something coming up and at other times troubling going down. His symptoms surfaced almost immediately after the implant. Patient has two c.t. Scans and two swallow tests. Nothing was found. The patient defines his situation as dysphagia and heart burn. Patient is considering his options and which doctor to go back to.